Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on due to a faulty system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board not powering on the device was found to be an internal fault of the u1 3.3 vdc buss shorted and physical damage to the system board.